Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-03571. It was reported that patient's ipg was explanted due to ineffective therapy on an unknown date. That is all the information available.